Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for six patient samples tested for the elecsys ft4 ii assay (ft4), the elecsys tsh assay (tsh), hcg, the elecsys testosterone ii assay (testo), and elecsys shbg (shbg) on two cobas 8000 e 801 module (e801) analyzers. Roche manufactures two hcg reagents, the elecsys hcg + beta test system and the elecsys hcg test system. It was asked, but it is not known which hcg reagent was used. Please refer to the medwatches with the following patient identifiers for information related to each affected analyzer: (B)(6) = e801 serial number (B)(4) (line 1), (B)(6) = e801 serial number (B)(4) (line 2). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. It was also asked, but not known if data provided for samples 2-6 were from different samples collected from different patients at different times. No adverse events were alleged to have occurred for any of the patients. A tsh reagent lot number of 283556 was provided. A ft4 reagent lot number of 265662 was provided. The expiration dates were asked for, but not provided. The hcg, testo, and shbg reagent lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
The instrument was decontaminated by service and no further issues were reported.

Manufacturer narrative:
All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
The field service engineer replaced system reagent valves. The customer confirmed that they had no further issues after this action.